Manufacturer narrative:
All available information was investigated, and the reported difficult dc handle retraction was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported difficult dc handle retraction. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a mitraclip ntw clip delivery system (cds), after attaching the drip line, the sleeve of the clip delivery system (cds) would not retract from the handle. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip ntw clip delivery system (cds), after attaching the drip line, the sleeve of the clip delivery system (cds) would not retract from the handle. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.